Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. The cause for this issue was not determined for this device. There was no part replaced, or repair made to the device for this issue. The device was scrapped. Additional findings not related to the malfunction/issue the real time clock was offset and the device logs were not obtained from this device. There was no part replaced, or repair made to the device for these two issues. The device was scrapped.